Manufacturer narrative:
Customer collects samples in plastic, bd lithium heparin tubes with gel separator. Specimens are centrifuged at 3,000 rpm for 8 minutes. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: a) the fse verified the operation of the aspirate probes, no issues were noted. B) the fse replaced dispense probes 2 and 3 as they were rusted. C) the fse then flushed the sample probe and performed a special clean d) the fse performed a diagnostic testing and results met specifications. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously elevated troponin (accu tni) results, above the ami cut-off, for two patients. Patient a: the initial results were: 0.79 and 1.72ng/ml, and results of 0.27 and 0.14ng/ml were obtained upon repeat. The specimen was tested on a different instrument and results were: 0.59ng/ml and 0.15ng/ml. A fresh sample collected from this patient gave a result of 0.09ng/ml on dxi 800, and a result of 0.11ng/ml on the different instrument. Patient b: the initial result was 0.20ng/ml and two results of 0.50ng/ml were obtained upon repeat. A fresh sample collected from this patient gave a result of 0.20ng/ml. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.